Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and product information, which was updated in the appropriate sections. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a manufacturing review could not be conducted as the lot number is unknown. Visual inspection_functional/performance evaluation: the sample was not returned; therefore, visual inspection, functional evaluation and performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: three images were returned , including a CT image, a contrast injection of the inferior vena cava including the denali filter, and a dsa (digital subtraction angiogram) vena cava gram with a denali filter. There are no dates on the images to provide a time line. The CT scan demonstrates a metallic density in the renal vein. There are 11 metallic densities located in the ivc, adjacent the renal vein. The contrast injection demonstrates the filter in an upright position in the ivc, the filter limbs do not extend beyond the ivc wall. Bony markings of the lumbar spine demonstrate the filter apex is located at the disk space of t12 and l1. The number of filter limbs cannot be counted due to image quality. The dsa vena cava gram demonstrates the denali filter in an upright position. A filter arm appears to extend outside the ivc. The number of filter limbs cannot be counted due to image quality. Conclusion: based on the images provide, the filter is in an upright position in the ivc can be confirmed. Based on images provided, a filter limb extending in the renal vein can be confirmed. Based on images provided, removal of the filter cannot be confirmed. The definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported post nine months filter deployment, and incidental finding from a CT scan demonstrated a filter limb in the right renal vein takeoff. A snare device was used to successfully capture and retrieve the filter without incident. There was no reported patient injury.